Event description:
It was reported to phillips healthcare that the heartstart xl had a power pca failure with error 1000 (defib failure - biphasic processor) message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.